Event description:
It was reported that (2) devices were used during a laparoscopic cholecystectomy. It was reported by the affiliate that the eps01 hook was detached and fell into the pt (at this point the surgeon has not decided about the reoperation to remove the hook yet).